Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to an obstructed vein inserting from the left side was not possible thus the implant was approached from the right side. Thus, this right ventricular (rv) lead was inserted from the right side into the atrium, but upon passing the tricuspid valve the lead got caught in the chorda tendineae, and it took time to remove. After removal it was re inserted into the apex of the heart but high pacing threshold and loss of capture was noted. The position of the lead was changed but the values were still not acceptable. A new lead was going to be implanted. The lead was checked outside the patient and tissue which seemed to be chordae tendineae got tangled complicatedly at the tip. The procedure will be continued at a later date. The lead was disposed due to the patient having (B)(6). No adverse patient effects were reported.